Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they experienced high blood glucose around 500 mg/dl. The caller also reported that the set went in crooked and they were not getting insulin. The caller was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.